Manufacturer narrative:
The explanted device was not returned for analysis as it was discarded by the medical facility.

Event description:
It was reported that the patient's left lead extension was explanted due to erosion at the lead/extension connector site. The patient noticed redness and drainage at the site two weeks before the explant procedure. Two days after the lead extension explant procedure, the explant site was cultured and tested positive for bacteria. The decision was made to explant the left lead. The physician believes the infection was device related. The erosion is believed to be caused by the screw port of the lead extension rotating in the patient's head putting it in direct contact with the skin. The patient was placed on anti-biotics and is reportedly doing well following the explant procedures.